Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A review of the manufacturing records indicated that the product met specifications upon release. Although the device is not available for examination, an investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. UDI number: (B)(4).

Event description:
It was reported that while performing a thrombectomy procedure on the left lower extremity using a 2f x 60cm embolectomy catheter, the balloon ruptured while in the patient. The wire and balloon fell apart. A second catheter was inserted and ruptured as well. There was patient injury, as not all the broken pieces could be retrieved. The patient was brought back to the or for a femoral-tibial bypass the next day. The patient demographics were requested but not received.